Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products - syr_tube; (1)non-bd PICC cath vygon ref 1261.203a lot 18h025d; therapy date (B)(6) 2020.

Event description:
It was reported that a non-bd PICC line occluded, and as a result the catheter was discontinued. During an administration of lipids using the syringe pump, there were frequent occlusion alarms from the large volume pump (lvp) at the same time. The lvp was infusing tpn at a rate of 2.3ml/hr. The lipids were infusing at a rate of 0.21ml/hr on the syringe pump. The continuous occlusion alarms interrupted the tpn infusion, contributing to a clotted non-bd PICC. The event occurred in the nicu on a premature patient. There was no patient harm. A peripheral IV line was placed to replace the occluded PICC. Although glucose checks were conducted, no lab results were provided.